Event description:
Paramedics responded to a person found to have a heart rate of 22 bpm. The device was connected to the patient with disposable pacing/defibrillation/ECG electrodes and pacing captured at 120 ma for 80 bpm. According to the reporter, when a medic attempted to place a bp cuff on the patient, then again when the cuff was inflating, then again three more times, the device stopped pacing with alarms and had to be reset manually. A backup device was later. No adverse affects to the patient were reported as a result of the alleged malfunction.